Event description:
My son has suffered very serious burns at night when he was using the malem alarm. It was a routine night when he clipped the alarm on his t-shirt and went to bed. I didn't expect the device to malfunction at all, but within 2 hrs, it was hot and then the heat made the batteries inside the device leak on him. He was scared and in pain when he came running to us. The alarm has a flaw which caused the device to burn my son. I treated him immediately and the alarm has been returned back to (B)(6) where it was purchased in new condition.